Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed an unconfirmed replace battery alarm on (B)(4) 2013. The battery voltage at the time of the alarms was low. The unconfirmed alarm completely discharged the battery and the pump began to continuously reboot. The battery cap was not returned with the pump and the battery compartment was not damaged. A test cap was used and the pump was able to power on normally. The pump was tested for 24 hours with no power interruptions or power related errors, alarms or warnings. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.